Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a degraded downstream occlusion (dso) seal. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was not duplicated; however, contamination was noted. The cause of the reported issue was due to dso sensor contamination. As a result, the dso sensor was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not working properly. There was unknown patient involvement and unknown patient harm/adverse event reported.